Event description:
It was reported that the technician described a difficulty to use the white screw thread of the mobile power unit (mpu). The connection was difficult to make. It took more strength to make the attachment to the white screw. The mpu was sent for repair and a replacement was requested.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty threading the system connector power cable connector nut to the white power cable connector on the mobile power unit (mpu) patient cable was confirmed. The returned mpu (serial number: (B)(6)) was evaluated at the european distribution center and by product performance engineering. Visual inspection of the returned mpu patient cable revealed that the threads on the white cable connector were damaged. Damage to the threads resulted in an increased difficulty threading the system controller power cable nut to the patient cable connector. The damaged patient cable then was replaced with a new patient cable, resolving the issue. After replacing the damaged cable, a full functional checkout was performed, and the unit passed all tests without any issues. The serviced and repaired unit was returned to the customer after passing all tests per procedure. The reported event was determined to be due to damage to the threads on the white power cable connector; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The event did not occur out of box. There was no patient involved, the mpu had been in use by the hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.